Event description:
(B)(4). Shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. The customer stated that there was no patient involvement.

Manufacturer narrative:
A review of the device service history record was performed from the date of manufacture to the present date. The device was not been previously returned for service. The database showed no quality notifications were opened for the device. This file was closed because the device was not received within 55 days of opening the file. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
A review of the device service history record was performed from the date of manufacture to the present date. The device was not been previously returned for service. The database showed no quality notifications were opened for the device. This file was closed because the device was not received within 55 days of opening the file. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4). The customer stated that there was no patient involvement.